Event description:
The device has reportedly shut off by itself on three different occasions, the device was examined by a third party biomedical service on the two previous occasions. The facility is losing confidence in the device and have requested that the device be returned to mpc for analysis. The info with regard to the details of the pt events was requested, but was not available from the facility.